Event description:
A customer reported a tandem mobi cartridge alarm, which caused their blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose level by administering a correction bolus via the pump. After contacting technical support, it was confirmed that exposure to magsafe magnets likely triggered the alarm, and the customer was educated about this cause. The customer successfully resolved the issue by removing and reloading the cartridge, delivering a bolus, and resuming insulin therapy without requiring external assistance.